Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not work on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Failure analysis showed in march 2004, that the blades do not open and close. This failure mode is MDR reportable.